Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported ¿bii¿ & ¿headaches", - which is not device related. ¿feels ruptured¿. This event also requires medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, capsule contracture, baker grade unknown, struggle to take deep breaths hurts to take deep breaths¿, sharp pain¿, burning pain¿. And ¿itchy skin¿. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later confirmed that the device was intact. Additionally, the baker grade of the reported capsular contracture is IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2,d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported ¿bii¿ & ¿headaches", - which is not device related. ¿feels ruptured¿. This event also requires medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, capsule contracture, baker grade unknown, struggle to take deep breaths hurts to take deep breaths¿, sharp pain¿, burning pain¿. And ¿itchy skin¿. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2.

Event description:
Patient reported ¿bii¿ & ¿headaches", - which is not device related. ¿feels ruptured¿. This event also requires medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, capsule contracture, baker grade unknown, struggle to take deep breaths hurts to take deep breaths¿, sharp pain¿, burning pain¿. And ¿itchy skin¿. Healthcare professional later confirmed that the device was intact. Additionally, the baker grade of the reported capsular contracture is IV. The device has been explanted. This relates to the left side.